Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, during the 2nd stage of a two stage revision to remove antibiotic spacer and re-implant new devices, when extracting off of the bone, a piece from the cutting guide fragmented and was recovered. The sales rep does not have any info regarding the primary implants or the 1st stage revision. The doctor stated that the antibiotic spacer was in for at least two yrs.